Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect after "tweaking" his back while changing a tire. He had pain in his right thigh and only felt his stimulation on the left side when lying down. Additional info was requested to further clarify device problem and interventions performed. A follow-up report will be sent if follow-up info is received.